Event description:
Info received indicated when the brakes were activated the right side head caster would swivel.

Manufacturer narrative:
The hill-rom technician replaced the caster to resolve the issue.